Event description:
It was reported the pt's trial procedure was aborted due to the pt experiencing a headache from not taking his blood pressure medicine the day of the procedure. F/u identified the pt's headache resolved the same day.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.